Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The customer was then able to reload the original cartridge and resume insulin therapy, resolving the issue.